Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer stated that the emergency medical services came and treated the blood glucose with dextrose and food. The customer stated that the blood glucose went up to 166 mg/dl. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they were wearing the insulin pump at the time of incident. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.